Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. The pump was reset, and the customer continued to use the pump for insulin therapy. Additionally, it was reported that the customer experienced a blood glucose (bg) of "high"; specific value not provided. Cause of bg was unknown. Customer delivered a correction bolus via the pump to address bg. Customer declined to further troubleshoot the issue with tandem technical support, therefore no additional information could be obtained.